Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted the monopolar 1 port and rf ladder/flex cables were worn. It was reported that there was an adverse event without an identified device or use problem. The device discharged a visible spark or arc. A potentially related device issue could not be confirmed. The most likely cause could not be established from the information available. It was also reported that the device displayed error code 235, 313, 314, 315, 318, 336. The reported issues were confirmed. The most likely cause was traced to a component failure. The evaluation detected unreported conditions: the monopolar 1 port and rf ladder/flex cables were worn and the power on/off was not working correctly and it was only possible to power on the device but not to power off. Visual inspection noted that the unit had a keypad/touchpad/membrane failure, the unit had a cable/wire and a monopolar receptacle failure. The most likely cause for these additional conditions was traced to a component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a bipolar procedure (tonsillectomy), they heard a pop (bang) and the saw sparks from the tip of the instrument. The patient had as a result a bigger burn area than normal, by first activation the problem occurred. Photograph was received and showed error code 235. 318, 315, 314, 313, and 336.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted a unit's error log with the error codes 235, 318, 314, 313 and 336. It was reported that there was an adverse event without an identified device or use problem. The device discharged a visible spark or arc. A potentially related device issue could not be confirmed. The most likely cause could not be established from the information available. It was also reported that the device displayed error code 235, 313, 314, 315, 318 and 336. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.